Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated that this summer the hcp had a patient with vomiting, extreme lethargy, and sloppiness. It was noted that the patient was experiencing these episodes 1 to 3 times per week and they have been decreasing the baclofen. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated that they did not know the cause of the microbolus¿s. They stated that they did troubleshooting to the extent that they could without doing surgery and didn't want to remove the pump until they had to. It was stated that they decreased the patient¿s doses and the patient was still having symptoms. They stated that they did a side port tap and took out the reservoir volume and it was within 1.3ml of expected. It was stated that the cause of the symptoms was not determined and actions/interventions included continuing to take baclofen out of the equation. It was stated the patient had a history of seizures and would see a neurologist on tuesday ((B)(6) 2019), but had no idea if the seizures were related to the device. It was stated that the patient was (B)(6) and weight maybe (B)(6), but that was just a guess. They stated that the patient had extreme lethargy and couldn't wake up, and had dilated pupils. They stated that they were titrating the patient off baclofen and may put saline in the pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 500 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient had suddenly been experiencing intermittent episodes of waking up with dilated pupils, inability to move, nausea and unable to talk that then resolves. It was noted that the family believed that the pump was giving the patient micro boluses. The caller stated that the patient was programmed to simple continuous mode. No refill problems or heat applications were noted; the actual reservoir volume (arv) was report to always be 2 ml over the expected reservoir volume (erv). It was reported that the patient dosing was being aggressively increased with the highest dose being at 600 mcg/day. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated the patient was experiencing extreme lethargy, nausea, vomiting, and extreme muscle looseness. It was noted the patient was on simple continuous rate.